Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, " camera/fan issue; no signal " could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "when turning on the camera, the fan is working on the maximum speed without returning to the normal speed -there is no output signal -the camera worked only for one week after installation and then the malfunction occurred." No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).